Event description:
Buratti s, mallamaci m, tuo g, severino m, tortora d, parodi c, rossi a, pasetti f, castellan l, capra v, romano f, de marco p, pavanello m, piatelli g, paladini d, calevo mg and moscatelli a. (2023). Vein of galen aneurysmal malformation in newborns: a retrospective study to describe a paradigm of treatment and identify risk factors of adverse outcome in a referral center. Frontiers in pediatrics. 11:1193738. Doi: 10.3389/fped.2023.1193738 medtronic review of the literature article found a single center retrospective study of the clinical course and management newborns born with vein of galen aneurysmal malformation (vgam). It was noted that vgam is a rare cerebral vascular malformation associated with significant morbidity and mortality due to high rates of associated rapidly deteriorating high output heart failure (hohf) and high risk for severe neurological outcomes. Indication for endovascular treatment in the neonatal period was either severe hfof refractory to medical treatment, or the presence of neuroradiological risk factors, such as arterial pseudofeeders, white matter lesions, ischemic infarcts, superior sagittal sinus stenosis, or jugular bulb stenosis, in the absence of severe hohf. The endovascular procedure consisted in the deposition of n-butyl cyanoacrylate, other liquid embolic systems which included onyx among others, or coils, into distal vgam feeders. Out of 40 newborns included in the study, 21 presented signs of hohf and of those, 17 were indicative of endovascular intervention. It was also noted that 5 patients underwent evt for neuroradiological indications (presence of pseudofeeders, white matter lesions, or jb stenosis) and wereincluded in the group without severe hohf for the analysis. The article did not specify what treatment modality was used in each case so it should be noted that it cannot be known which, if any, of the reported adverse events could be associated with onyx. Periprocedural complications occurred in 10/22 newborns; 4 were defined as minor and 6 were defined as major. Two patients required ventriculoperitoneal shunt placement. During follow-up, it was noted that poor neurological outcome and epilepsy were observed in 8 patients. Pediatric overall performance category (popc) was 2 in 1 case, 3 in 5 patients, and 4 in the 3 cases indicating mild disability, moderate disability, and severe disability respectively. It was not indicated which, if any, of these patient underwent endovascular treatment. 3 patients who underwent endovascular treatment died after severe periprocedural complications and another patient died of spontaneous intracranial hemorrhage 1 month after endovascular treatment. The peri-procedure complication(s) and exact cause of death were not specified.

Manufacturer narrative:
A2. Reported patient age (8 days) is the median patient age for all patients included in the study group. This report is submitted regarding serious adverse events without any reported device problem and which did not result in patient death reported in the journal article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.